Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the pump required over 30 units of priming to be able to observe drops of insulin from the end of the tubing. Additionally, due to using over 30 units to prime the cartridge, the customer was concerned about receiving an inaccurate fill estimate. Tandem technical support advised that the pump will re-estimate the value if the cartridge was reloaded. The customer declined to reload the current cartridge and declined to perform troubleshooting. The customer reported blood glucose level was 324 mg/dl, which was addressed with a correction bolus via the pump.